Event description:
It was reported that the patient was experiencing tenderness and pain at the implantable neurostimulator (ins) implant site. It was stated that the patient wanted a pocket revision to be done to move the ins deeper. It was noted that the patient was okay with experiencing a decrease in coupling strength and ins charge times that can occur with deeper ins implantation. It was noted that impedance testing had been done. Additional information received reported that the pocket revision had occurred on (B)(6) 2014. It was noted that the patient outcome was unknown. Additional information received reported that the patient was able to recharge normally and was receiving effective therapy. It was stated that the patient had recovered without any permanent impairment.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that impedance testing had been done and the results were within normal limits with values of "790-910 ohms."